Event description:
It was reported that "brush fell off into the pt, was retrieved by doctor".

Manufacturer narrative:
The actual complaint device has been returned to conmed for eval. Once the investigation has been completed, a supplemental report will be filed.